Manufacturer narrative:
(B)(4).

Event description:
Customer informs that when they have performed the latero-lateral anastomosis it has created a fistula. The pt was injured. The surgery time was not extended by more then 30 minutes. It was necessary to reoperate on the pt. Pt was sent to the ICU but was now recovered.